Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 07-mar-2024. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection of the device revealed that there was no damage to the cartridge. Ophthalmic viscosurgical device (ovd) was observed inside the cartridge, indicating that an adequate amount of ovd was used. The lens module was opened and no ovd or damage was observed. No issues that could cause or contribute to the complaint issue reported were identified. The lens was cleaned, and no issues were observed. The complaint issue of uncontrolled delivery was not identified during the product evaluation. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was an issue with a lens. Through follow-up, it was learned that the physician reported that the preloaded intraocular lens (iol) shot out, unlike the usual procedure. The uncontrolled delivery led to a posterior capsule tear in the left eye, necessitating the removal and replacement of the iol. Therefore, an unplanned vitrectomy, sutures, and incision enlargement were necessary, causing a delay in treatment. The patient's preoperative vision was 0.3, and 0.7 was the postoperative vision. The patient was prescribed medications to address intraocular pressure issues and anti-inflammatory medications. Additional visits were required. The patient has been permanently impaired, experiencing significant changes to normal activities of daily living. No additional information was received.

Manufacturer narrative:
Section a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section e1 - telephone number: +44 7970900482 section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h6- health effect - clinical code 4581: no code available (incision enlarged) all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.